Event description:
It was reported that during the implanting procedure, on connection to chronic leads at generator change procedure, the device paced once, and then failed to pace immediately following set screw tightening. The device was reprogrammed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).